Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The eccentric and de novo target lesion being treated was located in the moderate to severely calcified and non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm apex balloon catheter. A 4.00x8mm omega stent delivery system (sds) was prepped with the intention of advancing to the lad when the physician noticed that one of the stent struts was bent out of shape. The omega sds was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).